Manufacturer narrative:
(B)(4). Device evaluation: the catheter sheath was found frayed 8" from the base of the bifurcate on the working length of the device. The catheter was bent at this point with obvious broken fibers. The tip was observed to have multiple dead fibers. Damage to the fibers can be caused when the catheter is inadvertently bent by the user. There were no indication of any issues during the manufacturing of this device.

Event description:
During a peripheral vascular case a spectranetics turbo elite laser ablation catheter was noted to have exposed fibers. Neither patient nor staff harm occurred. There was no significant delay in treatment. The patient was successfully treated with a subsequent device. This is being reported due to the potential for exposure to manufacturing materials and/or inadvertent laser radiation.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.